Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer's blood glucose level was reported to be elevated; however, the exact value was not provided. The customer took a manual injection of insulin.